Event description:
Patient complained of being shocked where probe was placed on her left ring finger. When probe removed, burn was apparent on pad of finger. Sensoe used with a nellcor n600x pulse oximeter.